Event description:
The customer reported an erroneously low creatine kinase (ck), result for one patient, involving synchron lxi 725 system. The customer stated analysis of the patient sample produced an initial result of 2.9 u/l and did not correlate with previous results of 59 u/l and 68 u/l. Subsequent analysis of the patient sample recovered a result of 65.8 u/l which was reported to the hospital. The erroneous result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced cartridge chemistry (cc) sample probe, wash collar and the wash vacuum probe assembly to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. Evaluation: wash collar; probe assembly.